Event description:
It was reported the pt has been experiencing discomfort in her back, stomach, chest, and knee. It was also reported the pt has been experiencing deep vibrations in her pelvis that cause her to lose balance and fall. The pt's symptoms go away when stimulation is deactivated. Reprogramming was attempted to no avail. The pt may decrease stimulation for better comfort.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.